Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9106915. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Investigation conclusion: bd will continue to monitor this issue. Root cause description: without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system tubing separated and caused leakage. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, at 20:00, the patient "recieved" the infusion the patient's family member informed the nurse that there was blood in the bed, and the nurse on duty could go to check. The y-connector of the indwelling needle with the infusion tube fell off, and there was about 50ml blood in the bed. Immediately pull out the indwelling needle to press and stop bleeding, and actively informed the doctor on duty to examine the patient. According to the sales rep's feedback, the adverse event was that the hospital had twisted the white cap off the catheter and replaced it with the hospital's own heparin cap.